Event description:
Information received indicates that the pump delivers only 8cc at a time, then stops and flashes free flow. Rate and dose were not provided.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review for reportability.